Event description:
(B)(4). Heavy periods, constant back and side pains. Awful pain during and after intercourse, diagnosed with rheumatoid arthritis, headaches, night sweats, low vitamin d, itching. Tied all the time.